Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was presenting with ec 46228 alarm. No patient injury was reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported event is unknown as no issue was found. Recommended the error code be cleared and reinstalled the software applications. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for bubbled dso seal. There is no indication that this previous repair had anything to do with this complaint. Corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.